Event description:
The manufacturer received information alleging that the nebulizer device was smoking and smelled funny. There was no reported patient harm or medical intervention. The manufacturer is in the process of obtaining additional information concerning this event, and the complaint is still under investigation. The device has not yet been returned to the manufacturer for evaluation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
The 510k, serial number, lot number, and UDI were not provided.